Manufacturer narrative:
Visual examination of the returned device identified signs of attempted implant assembly as the distal surface was damaged and the locking features were flared out. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size d: catalog#42532006702, lot#66294161. G2: foreign: japan. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat properly on the tibial plate. After a second attempt without success, another articular surface was able to be seated without complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.